Event description:
The patient underwent generator and lead replacement. The implant card indicated that the generator was replaced due to a lead discontinuity. The explanting facility discarded the explanted devices during the surgery; therefore, no product analysis can be performed.

Event description:
Clinic notes dated (B)(6) 2015 note that high impedance was observed. The device was programmed off and the patient was sent for chest x-rays. It was noted that the chest x-ray confirmed a lead fracture at the level of the left neck at the c6 level with an apparent 5mm gap. The patient was referred to neurosurgery. No known surgical interventions have occurred to date.